Event description:
On 21 september 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on an (B)(6) 2022. During the procedure, the physician noted that one device did not properly deploy the implant likely due to patient anatomy. Investigation of the returned device on 21 september 2022 confirmed that 2mm of the needle was and unaccounted for. The physician was notified of the investigation and confirmed he thoroughly examined the patient post procedure and found no evidence of a broken needle fragment. Upon follow up, the patient has shown marked improvements in his symptoms with no adverse events reported. No further diagnostic testing was planned.